Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that during preparation of the device, the stent came off the balloon. There was no pt involvement. There is no add'l info available.

Manufacturer narrative:
(B)(4). Results: product performance engineering could not determine a conclusive root cause for the stent dislodgment. Eval summary: quality assurance analysis of the device revealed that the stent delivery sys (sds) was returned without any blood or contrast visible. The stent implant was dislodged from the sds and not returned. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was a kink in the hypotube at the distal end of the strain relief tubing. There was no other damage noted to the sds. The orange protective sheath was returned. The inner diameter of the flared end on the protective sheath was measured using pin gauges. The inner diameter was .055 inches. Product performance engineering reviewed the incident info and the analysis of the returned rx vision stent delivery system (sds). The analysis confirmed that the stent implant was dislodged from the balloon; however, it was not returned with the sds for analysis. There were crimp marks evident on the tightly folded balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of MFR. Additionally, the inner diameter of the returned protective sheath was measured and it met mfg criteria. In this case, it is possible that the stent dislodged during removal of the protective sheath. If significant pressure is inadvertently applied during removal of the protective sheath, the stent can sustain mechanical damage and/or become disrupted on the balloon, which may also facilitate dislodgement. An analysis of the stent implant may have aided in determining a cause for the reported stent dislodgement. To ensure this type of occurrence is not related to a potential mfg deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subject to a stent movement test to verify stent security. Also noted during the analysis was a kink in the hypotube at the distal end of the strain relief tubing. However, since this damage was not reported during inspection prior to use and/or in the case description, it is likely that the shaft kinked while it was packaged for shipment back to abbott vascular for analysis. Although it cannot be determined when the kink occurred, this damage does not appear to be related to or have contributed to the reported dislodgement. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot-release testing met mfg criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported for stent retention with this lot, suggesting that there are no lot specific product quality deficiencies. No definitive cause could be determined and there is no indication of a product quality deficiency. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested for stent movement to verify stent security. This MDR is considered closed by the product performance group.